Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. A new device was implanted, but was unable to successfully convert the patient at 31j with sub q array. There was also one conversion failure from external device at 300j, and a failure at 21 j from the patient's old device.the patient's implantable lead exhibited high thresholds, and was explanted. A new lead was unable to be placed because of a patient clotting issue.